Event description:
The customer reported that the m300 transmission to the ics was sporadically disrupted. Details regarding the length and frequency of the disruptions was not provided. There was no report of patient injury or death.

Manufacturer narrative:
It was reported to draeger that the m300 "sporadically" lost connection with the control center. There was no adverse patient impact reported, and the reported complaint stated that there was no patient involvement, and that alarms were generated. The device logs were not provided for analysis and the device remains in the customer's possession. It was confirmed that a "network health check" had been conducted at the hospital, and that the hospital infrastructure was found to be insufficient. To resolve the issue, the hospital added access points and optimized the network configuration. No further issues have been reported. Draeger confirmed the issue was caused by the customer's network infrastructure and the m300 performed as intended with no malfunction.

Event description:
The customer reported that the m300 transmission to the ics was sporadically disrupted. Details regarding the length and frequency of the disruptions was not provided. There was no report of patient injury or death.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.